Manufacturer narrative:
The reference c23901 has been allocated to this case by rayner. The event description provided states that the lead haptic and optic were successfully inserted into the eye; however, the trailing haptic failed to deploy resulting in the healthcare professional cutting the trailing haptic off and explanting the lens. The additional information received identifies that the surgeon experienced resistance during injection. Within the "use of rayone" section of the IFU "fig 7" we include the statement "press the plunger in a slow and controlled manner. If resistance is felt this could indicate a blockage, stop and discard the injector and lens". A back-up lens was implanted successfully during the original surgery session. The healthcare facility has confirmed that there was no injury to the patient as a result of this event. Product return anticipated, not yet received by rayner. The results of the product evaluation performed will be provided in a follow-up report. Our review of production records for the rayone emv rao200e batch 052191521 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 052191521.

Event description:
On 11th september 2023, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lead haptic and optic were successfully inserted into the eye; however, the trailing haptic failed to deploy resulting in the healthcare professional cutting the trailing haptic off and explanting the lens.